Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a (B)(6) profile high and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral explantation, and replacement with catalog number 3502425; serial number (B)(4)on the left side; and with catalog number 3502425; serial number (B)(4) on the right side on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2022, the mentor failure analysis lab received the device for evaluation. On february 25, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal silt contr diap pkg 350cc breast implant was found to have a tear measuring 0.5 cm within an area of siltex cracking on the posterior view. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).